Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that upon spiking the bag with an unspecified access set, the inner tube of the spiking port disconnected causing fluid to spill out. This was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Update made to d4: catalogue #: suspect product code jc8723. H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.